Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of the issue has been done by analyzing problem description and information provided by field service engineer. The device¿s logs and replaced part have been not available for further evaluation. Initially claimed test failure has failed with monitor pressure transducer subtest. The technician performed troubleshooting and changed couple of boards (e.g. Monitoring, control, pressure) and located the issue source as ac/dc converter malfunction. The part has been replaced and the device was returned for use. There were no further failures. Ac/dc converter converts the connected ac power to the internal dc supply voltage +12 v_unreg. This voltage is being converted further into different voltages to be supplied to specific pc boards to ensure accurate operation of the ventilation. If the converter will not supply power to for example pressure transducer board, it might not work. The issue was decided to be reported as a consequence of malfunctioning pressure transducer board as during ventilation the fault may lead to high pressure or stop of ventilation. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).